Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on both bipolar yaw pulleys, between the grips. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis. A review of the customer's provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: with the image angle, it was not conclusive if there appears to be some thermal damage to the yaw pulley between the grips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument could not be used normally. A backup instrument of the same kind was used to complete the procedure with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing was observed during the procedure. The instrument was sparking. The other instrument in use was monopolar curved scissors (mcs). The arcing appears to originate from the instrument in use. No patient injury or adverse event during or after the surgical procedure.